Event description:
It was reported that during a routine follow-up, this patient experienced repeated asystole during device interrogation, and their pacemaker was found to be in safety mode. The patient was brought to the hospital as an emergency and was given epinephrine to restore their rhythm. The patient then underwent an emergent revision procedure to explant and replace the device. No additional adverse patient effects were reported. According to the user, the old pacemaker was lost in the operating room and therefore is not expected to be returned for analysis.

Manufacturer narrative:
This device will not be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.